Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The customer ordered a set of a new castors for alenti. A week later arjohuntleigh was informed that the castor fell off the leg lift during use with a resident. It was reported that the resident did not sustain any injuries. When reviewing similar reportable events, we have found a limited number of cases with similar fault description (castors loosened or broken off), which were found to be events mainly related to use errors including maintenance not being correctly performed, as per the device labeling. The number of complaints registered in our complaint handling database for alenti is considered to be acceptable, when comparing to the number of sold devices (about (B)(4)). From the provided information review, it can be established that the castors were never replaced before and the original castors were used for about 6 years, from the device purchase. Arjohuntleigh representative has examined this device a year before the event and indicated that all the castors should be replaced, however the repair estimation was not accepted by the customer and therefore repair was not performed. Operating and product care instructions, which is delivered with every device, gives clear guidelines determining caregiver's obligation to maintain alenti on a regular basis. "A service routine must be performed on your alenti every year by arjo authorized service personnel to ensure the safety and daily operation of your product. See chapter care and maintenance." "The useful life of this equipment, unless otherwise stated, is ten (10) years, subject to preventative maintenance being carried out in accordance with the instructions for care and maintenance found in this manual." "Caregiver obligations shall be carried out by personnel with sufficient knowledge following the instructions in this manual. Every week: check that the castors are properly fixed and are rolling and swiveling freely. Clean with water. (The function can be affected by soap, hair, dust and chemicals from floor cleaning)." "Warning the following actions must be carried out by qualified personnel, using correct tools and knowledge of procedures. Failure to meet these requirements could result in personal injuries and/or unsafe product. Inspect castors - every year." To sum up, a possible root cause for this complaint would be user error - neglecting maintenance procedures indicated in the operating and product care instructions and not following recommendations of the arjohuntleigh technician in regards to castors replacement. The device was not used after event. The customer shall be informed that this alenti must be repaired and thoroughly checked prior putting it back in use. Moreover, it should be underlined that faulty device cannot be used and that regular preventive maintenance is essential for the safety of the product. This complaint is reported in abundance of caution. The device was out of the manufacturer's specification at the time of an event. It was being used for patient care - and in that way contributed to the event without causing actual serious injury or worse.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Initially facility maintenance has ordered a set of replacement castors with no additional information. A week later, on (B)(6) 2016, arjohuntleigh was informed that the castor fell off the leg lift during use with a resident. It was reported that no injury sustained to the resident.